Manufacturer narrative:
Correction: h4: correction: in the initial report, the manufacturer date provided was inadvertently reported as 11/30/2021, however the correct date is 12/18/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an unplanned vitrectomy that occurred on, (B)(6) 2022. During the removal of the nucleus, it was noticed that there was a rent in the posterior capsule. Doctor decided to send the patient to a local hospital where he would then perform a pars plana vitrectomy to remove the remaining lens material and vitreous. This procedure was completed, according to doctor, as expected and without further incident. No additional information was provided.